Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised batteries are fully charged but when power off unit it alarms with no error codes or lights.

Manufacturer narrative:
The result of the evaluation was that the sieve beds were saturated causing the unit to alarm, which confirmed the original complaint issue. However, there was no indication of a failure of the lights to illuminate.

Event description:
Dealer advised batteries are fully charged but when power off unit it alarms with no error codes or lights.